Event description:
The customer reported that while in patient use the ventilator alarmed audibly and visually with an transducer fault. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
The customer evaluated the device and found transducer fault and circuit pressure transducer failed transducer testing.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data noted on (B)(6) 2015: orignal date of awareness on initial MDR is (B)(6) 2014. Failure analysis: received vela main pcba, installed in known good unit ; powered in uvt service mode and entered event error log, reported problem was duplicated multiple xdcr error events were recorded ( xdcr fault occurred). This is considered a known issue addressed with an internal action.